Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. As reported the patient has not undergone diagnostic testing, however does plan on consulting with a gi doctor. At this time no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2019. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent 3dmax mesh device 1, an additional emdr was submitted to represent 3dmax mesh device 2. Not returned.

Event description:
It was reported that on (B)(6) 2019 the patient underwent bilateral inguinal hernia repair. At this time the patient was implanted with one left 3dmax mesh (device 1) and one right 3dmax mesh (device 2). As reported the patient began to experience pain in the area of the mesh in (B)(6) 2019. It is reported that the patient continues to experience abdominal / bowel pain and has been to the hospital ER every day with no treatment or diagnosis. He has not had any tests performed to help determine the source of the pain. As reported the patient has a history of bowel obstruction prior to mesh implant which has resolved. The patient plans on consulting with a gi doctor.